Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR and will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line length and height measurements were within specification. The machine malfunction has not reoccurred to date and remains available for service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. Field service investigation was not performed and no parts were returned for failure analysis investigation. The reported issue of "filling of saline bag" was addressed by CAPA. A device history record review was conducted that there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within spec.